Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous na, cl, co2 results generated by the unicel dxc 600 pro synchron clinical system. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc results were within the lab's established ranges prior to and after the event. A field service engineer (fse) was on-site and replaced some hardware and serviced the instrument. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.